Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-02362. It was reported the pt had a revision surgery on (B)(6) 2014 to replace a previously explanted ipg (ref. Medwatch # 1627487-2014-02114) and revise the pt's extension that was seen "coming out of her incision site." Pt's extension was removed and replaced. Reported issue was determined to be resolved postoperatively.